Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a power on reset message and no therapy. The patient also reported that their battery cartridge was corroded. No medical or therapy problem was reported to be related to the battery cartridge corrosion. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.